Event description:
It was reported that the patient¿s blood glucose reached 280 mg/dl while wearing the pod between 24 and 36 hours. It was discovered that the pink slide insert did not completely move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. When removed from the infusion site (abdomen), the pod's cannula appeared sideways.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: bp2a.250605.031.a3.s911usqs6eyj5, hardware: sm-s911u, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses and the data indicated typical user-device interaction programming multiple immediate bolus's. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The needle mechanism deployed as expected.